Manufacturer narrative:
Device was used for treatment, not diagnosis. During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the problems were first reported in 2013 or 2014. However, the event had occurred on and off for the past 3-4 surgeries, over the course of 3-4 months. However, the reporter was unable to clarify the exact amount of occurrences. The reporter stated that they would need to replace the batteries 4-5 times to get through a surgery. It was reported that a possible thermal burn occurred (patellar tendonitis), but this was ¿tough to prove¿. There was no surgical intervention needed. It was reported that there was a few minute delay in the procedure due to switching out the battery devices. It was reported that recently the three batteries were dying out instantly. It was reported that they had to constantly rotate and pause between sawing the bone, as the battery worked better when there were breaks between uses. There were spare devices available. It was reported that the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event it was reported from (B)(6) that during an unspecified veterinary orthopedic surgical procedure it was observed that three battery devices seem to die very quickly or become slow rapidly. It was reported that the devices usually work well but at times they do not. The reporter stated that the battery devices were constantly charged in the universal battery charger. The reporter stated that the battery charger is always plugged in if there are batteries charging in the slots. When the unit is unplugged, the batteries are removed from the slots. It was not reported if there was a delay in the procedure due to the event. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.